Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b20, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the after taking a 2d image, the mvs(mobile viewing station) displayed,"fov(field of view) cannot be enabled with a rotated image. Rest image to 0 degrees". There was no gantry tilt. Fov preview error. Patient was present. Troubleshooting technical service suggested pressing the insert/delete key on the mvs(mobile viewing station) and said the image may have been slightly rotated. Technical service(ts) suggested a reboot and using those buttons to correct the rotation. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.